Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages and alarms) has been confirmed. Upon investigation the electrode belt failed an ECG fall off test. The cause for the failure was isolated to a cut ECG "c&d" cable, damaging the wires in the cable. The root cause for cut cable was physical abuse. Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination on the battery pca and a shorted q1 current-controlling transistor on the bedside pca. The shorted transistor was caused by the contamination. Additionally, the charger was resetting. Upon investigation the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board causing the resets. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt or charger. Manufacturing date: electrode belt: 09/28/2015; charger: 04/30/2015.

Event description:
A us distributor returned a patient's electrode belt and charger. It was reported that the patient was experiencing "adjust belt" messages and alarms. Additionally, it was reported that the patient's charger was unable to charge a battery pack.